Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, the unit gave a flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that the ingress of water was corroding electronic assemblies and the force sensor flex connector, leading to a constant flashing medtronic logo, isolated to the electronic stack. Unit also received with scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case, cracked corner of belt clip rails, and cracked battery tube. In conclusion unit received a flashing medtronic logo due to a corroded electronic assembly, isolated to the electronic stack. Customer concerns of a cracked battery compartment were confirmed when a cracked battery tube, cracked case, cracked corner of belt clip rails, and cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cosmetic damage and pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found fluid was present in pump. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.